Event description:
The complaint was reported as: the customer noticed cracks in the circuit during the vent system check. The circuits were not used on a pt. No report of pt injury.

Manufacturer narrative:
The assembly process and manufacturing procedure for catalog# 780-07 were reviewed and no findings that can potentially relate to the reported issue were found. The DHR (device history record) review for batch number 02g1200086 was reviewed and no issues or discrepancies were found, which could potentially relate to the complaint. The DHR shows that the product was assembled and inspected according to specifications. The customer complaint was not confirmed due to the lack of the product sample.